Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. H3: product analysis found the nim 3.0 response mainframe was received in good cosmetic condition. Current software version v3.1.0.5, guiv2015.10.9.918, dspv2015.8.28.1058 is the most recent version. Complaint not confirmed. Muting probe input test failed. Audio pcb defective. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 8253200, serial/lot #: (B)(6), UDI#: (B)(4), manufactured date: 2016-07-28. H3: product analysis found the nim 3.0 response patient interface was received in good cosmetic condition. Complaint not confirmed. Wave washers worn. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use, continuous monitoring did not work, no response received and frozen up. They tried to manipulate the tube with no help, still no response from aps. Baseline of the patient¿s nerve function performed prior to the procedure and the responses were as expected. Stimulus delivery tone heard when attempting to stimulate the nerve. The stimulus set to 1, 0 and threshold set to 100. Back-up nim device used and continuous monitoring did work. There was no patient impact.